Event description:
It was reported that during a da vinci-assisted surgical procedure, the e-100 generator was not powering on. The customer received phone assistance from the technical support engineer (tse). Tse had the customer power cycle the e-100 and tried several attempts to power it on. The customer stated that there was a light illuminated, however, it still would not power on. The surgeon continued to operate the vessel sealer instrument on the erbe generator. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed a defective e-100 generator. After replacement, the system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Intuitive surgical, inc. (Isi) received the replaced e-100 generator involved with this complaint and completed the device evaluation. The e-100 generator was analyzed and found to have a failure. This unit was installed onto the test system and failed testing. The power led turned red and bipolar led did not turn on, cannot cut/seal. The complaint was confirmed based on the field evaluation/failure analysis.